Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 207 mg/dl and treated with IV fluids. Customer's blood glucose was 388 mg/dl prior to hospitalization and was treated with manual injection and insulin pump. Customer's current blood glucose reading was at 200 mg/dl. The customer experienced symptoms such as large ketones. The customer was wearing the insulin pump during the hospitalization. Customer's parent also reported that the insulin pump had a no delivery and motor error alarm and was able to complete the troubleshooting. The insulin pump will be returned for analysis.